Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: 50ml syringe opened and foreign body seen stuck to black plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/17/2021. H.6. Investigation: one physical sample was provided to our quality team for investigation. Through visual inspection, a particle was observed over the stopper. Using magnification, the sample was identified to be a polypropylene particle. A device history review was performed for the reported lot 2006219, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: 50ml syringe opened and foreign body seen stuck to black plunger.